Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error 35,37-39,41-43,79-80,82,130. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer was assisted with troubleshooting and self test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, pump error alarm are located in the formatted history file due to a software error. Pump received with scratched case, serial number label faded, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.